Event description:
It was reported that the lead exhibited noise, during the procedure it was noted that the insulation had a defect and was repaired with a fixation sleeve. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.